Event description:
It was reported, the subject device exhibited internal fracture of the insertion section, and the image was green. The issue was found during preparation for an unspecified procedure. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is abnormal and occasionally turns green due to internal fracture of the insertion section. The most probable cause of the complaint is an expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.